Event description:
Dealer states : client caster tire are worn beyond repair. Client caster bearing are destroyed from the drive tire damage. The caster vibrate doing operation. Power wheelchair will veer off course doing operation. This is a safety concern. New caster is needed. (B)(4).